Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was very hot. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Box d:device avail. For eval? (Rfb),date returned (rfb) updated.

Manufacturer narrative:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was very hot. There was no report of patient harm or injury. The device was returned to the third-party service center. And observed scratches on the display. The customer complaint was not reproduced. There was no error has been identified. The device was scrapped. Section h6 updated in this report.